Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 5. The tsr then explained that the hp would need to start over with new supplies or finish with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy the next day after starting over with new supplies. He discussed the alarm with his nurse. He did not notice anything unusual with any of the previous supplies. The patient stated that he felt some give at the connection point between one of the lines and bags and thinks his caregiver may not have made a good connection and the air may have entered the system at that point. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.